Event description:
Drug/diluent: ropivacaine 0.1% and clonidine 1 mcg/ml. Fill volume: 500ml and flow rate: 5ml/hr. Procedure: total knee replacement. Cathplace: femoral block - groin area. Bolus button was stuck down with orange indicator halfway down. Bolus was working fine when placed on pt after surgery on (B)(6) 2011. Saf key was removed before pump was given to pt so that flow rate stayed at 5ml/hr. Nurse checked tubing for kinks and tried clamping the tubing, but the bolus button would not pop back up. Nurse pulled the catheter from the pt and the bolus button did not pop back up right away. When the catheter was removed from the pump, the medication flowed, the orange indicator went up and the bolus button popped back up. Pump was to be removed on (B)(6) 2011. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: w/o the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.